Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by cloudy effluent, abdominal pain, and fever. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Beginning on the day of onset, the patient was treated with ajuzolin for four days intraperitoneally (dosage and frequency not reported) and fortum 1 gram every day intraperitoneally for four days for the peritonitis event. Four days after onset, treatment with ajuzolin and fortum was discontinued and the patient began treatment with ciprobay intraperitoneally for eight days (dosage and frequency not reported) and tienam ¿2 jar¿ intraperitoneally for eight days (frequency not reported) for the peritonitis event. Twelve days after onset, dianeal therapies were discontinued. After twelve days of hospitalization, the patient was discharged. The patient was not recovered from the peritonitis. No additional information is available.